Event description:
It was reported the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing (pptwos). The patient condition was unknown. No further information was reported on this event.

Manufacturer narrative:
Further information was requested, but not received.